Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2mg/ml bupivacaine at an unknown dose and 20mg/ml morphine at 7.48mg/day via an implantable infusion pump for non-malignant pain. The patient was in the clinic and when the pump reservoir was accessed they expected to get 15.4ml but they actually got 0.01ml. The patient was experiencing withdrawal and was admitted to the emergency room. The date that the pump went empty was unknown. The pump was programmed to stopped pump mode on (B)(6) 2018, and the hcp was considering a pump replacement on (B)(6) 2018. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info was received from a manufacturer's representative (rep). The pump and catheter were replaced. No definitive determination was made on the pump fill mistake. No further complications were anticipated/reported.